Event description:
Consumer stated all four brushes lasted only 4 times. The tips broke off and there was very little bristle. She said she used the brushes before and they were of much better quality. Product was not returned.